Event description:
The customer reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep installed the hv transformer, sbc, power supply and back plane. The sbc still would not power up. He isolated the sbc and backplane and still nothing. He traced the 5v to the power distribution board and it dropped to 1.65v at p9. He isolated the power supply and still no 5v. He ordered the power distribution and cable and installed parts and the system booted properly. The system has been plugged into an apc ups rated at 12 amps during its everyday use. The ge rep plugged the system directly into the red 15amp outlet after service was complete. He had spoken with the customer about the ups not being validated for our systems and we do not recommend using it.